Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) for a lesion with over 85% stenosis and more than 95% calcification. The atherectomy was completed without issue. However, upon removal while the device was in rex mode, it became stuck on a non-bsc filter wire. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4. The device and the catheter shaft were analyzed for damage. The returned device showed that the baton was cut from the device when received from the customer site. The catheter shaft showed 1 kink located 41cm from the tip. A .014 test guidewire was used for inserting into the catheter shaft. The guide wire transcended through the device with a slight restriction, most likely caused by the kink that were noticed in the catheter shaft. The device could not be functionally tested due to the baton being cut from the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. A2: age at time of event: patient is over 18 years old.

Manufacturer narrative:
Age at time of event: patient is over 18 years old.

Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) for a lesion with over 85% stenosis and more than 95% calcification. The atherectomy was completed without issue. However, upon removal while the device was in rex mode, it became stuck on a non-bsc filter wire. No patient complications were reported and the patient was fine.